Event description:
It was reported that a patient was admitted to the hospital due to an exposed lead caused by skin dehiscence. The patient's wound was sutured closed and was discharged from the hospital. The event was deemed to be related to the device and procedure. Additional information was received stating that the patient's exposed lead at the left retroauricular level had been present for more than 15 days. There were no signs of inflammation or infection. The dehiscence was sutured in the operating room without perioperative complications.

Manufacturer narrative:
H6 patient code 3191: no code available was used because there is not an equivalent FDA code for additional intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted to the hospital due to an exposed lead caused by skin dehiscence. The patient's wound was sutured closed and was discharged from the hospital. The event was deemed to be related to the device and procedure.